Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional code was added to h6. The previous investigation does not change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the foreign material was unable to be removed due to a physical damage of the device. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. If the bending section of the endoscope has a large bend, the force required to insert/remove the instrument will be greater. If insertion/removal of the instrument is difficult, return the bending angle of the bending section to the point where it can be inserted/removed without difficulty. Forcible insertion/removal may damage the forceps channel and the instrument. ·make sure the tip of the instrument is closed or retracted into the sheath before slowly inserting it into or withdrawing it from the forceps plug. Do not open the tip of the instrument or pull the instrument tip out of the sheath while it is being inserted into the forceps channel of the endoscope. The forceps channel and the instrument may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as a result of a pinhole on the bending section cover and channel tube. In addition to the foreign matter, the following was found: a less than standard value of the bending angle in the up direction due to angle wire wear, a crack on the bending section cover adhesive, a scratch on the switch #2, corrosion on the ultrasonic transducer, a scratch on the connecting tube, an unobtainable expected insulation capacity due to a cut on the heat shrinking tube of the forceps elevator lever, a defective displayed ultrasound image with missing elements due to damage on the ultrasonic probe, a scratch on the universal cord protector on the control section side, peeling of the scope cover plate, and a scratch and a crack on the objective lens. The foreign material found has been attributed to insufficient cleaning. The customer did not clean, disinfect, or sterilize the device before it was sent to olympus. It is unknown when the foreign material adhered to the endoscope, what the foreign material is, whether there was delay in the start of the pre-cleaning, if the customer aspirated the water through the instrument/suction channel, if there were any abnormalities in the device used for reprocessing, if the endoscope was presoaked in the detergent solution, if instrument channel, instruments channel port, and suction cylinder were brushed/wiped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had air/water leakage. There was no report of patient harm. The device was returned, evaluated and a foreign matter was found in the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.